Manufacturer narrative:
Other relevant device(s) are: emitter 9735521 axiem 3 side mount, lot # unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that an error appeared that said "localizer faulted". Per the guidance of technical services (ts), the site unplugged and reseated the emitter, which resolved the issue. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
Additional information was received. Reporter's name has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional codes have been applied. If information is provided in the future, a supplemental report will be issued.